Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump had a ruptured downstream occlusion (dso) seal. Review of the event history log was not applicable. Functional testing found that the dso seal was ruptured. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the pump's dso seal was ruptured. The dso seal was replaced.

Event description:
It was reported that the downstream occlusion (dso) seal was damaged. There was unknown patient involvement. No patient harm/adverse event was reported.